Event description:
It was reported a day after implant interrogation of the device displayed a parameter error message. The device was reprogrammed to nominal values and the device remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).